Event description:
It was reported that during a revascularization, the tracking path was tortuous and the catheter was not functioning as expected. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation with the user's introducer sheath and guidewire. A visual inspection found a completed detachment of the inner guidewire lumen and balloon. Therefore, the investigation is confirmed for both balloon and catheter detachment. The distal device segment was noted to have an inverted balloon and dislodged marker bands. Additionally, the inner lumen was noted to be bunched and was returned stuck on the user's guidewire. The sheath tip was noted to be damaged, and signs of stretching were noted to the returned guidewire. Therefore, the investigation is confirmed for retraction issues as well as for dislodged marker bands. It is likely that the identified retraction issues through the sheath resulted in the identified detachments and dislodged marker bands. However, the definitive root cause for the retraction issue or the detachments could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a revascularization, the tracking path was tortuous and the catheter was not functioning as expected. There was no reported patient injury.